Manufacturer narrative:
Evaluation summary: the alarm assembly (part number v11-37000-69) that was in the unit was returned for evaluation. Analysis: attached alarm assembly to a known good ht50 ventilator for testing purposes. Placed the ventilator in "loud" mode and performed the front panel test/alarm check test in the ovp (operational verification procedure). Result: the alarm executed as expected. Performed the high/low paw alarm tests in the ovp. Result: the alarm executed as expected. This test stipulates that the shutdown alarm must activate for at least 2 minutes without losing quality in volume or tone. Performed the check proximal line alarm test in the ovp. Result: the alarm executed as expected. Created multiple alarm conditions. Result: the alarm never lost sound quality. Placed ventilator and alarm into a quiet room allowed the ventilator to complete a shutdown sequence thus initiating the shutdown alarm. Sampled the audible signature of the alarm utilizing a decibel meter. The peak output of the alarm was 96.1db (the manufacturer guaranteed output range of this alarm is 85db). Conclusion: the reported problem could not be duplicated. The above testing shows that the alarm not only meets the required specifications of medical facility, but also meets the manufacturer's specs.